Event description:
Healthcare professional reported unknown side "seroma, seroma : treatment : puncture/drainage, skin necrosis (wound incision), skin necrosis (incision): final treatment: debredment." The device status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and necrosis

Manufacturer narrative:
Additional, changed, and/or corrected data: manufacturer's aware date should be 30/jun/2023.

Event description:
Healthcare professional reported unknown side "seroma, seroma : treatment : puncture/drainage, skin necrosis (wound incision), skin necrosis (incision): final treatment: debredment." The device status is unknown.